Event description:
Related manufacturer reference number 3006705815-2022-15982 and 3006705815-2022-15983. It was reported that during patient's lead revision procedure on (B)(6) 2022 (see related manufacturer reference number 3006705815-2022-15982 and 3006705815-2022-15983) patient experienced a cerebrospinal (csf) leak after the physician gained access to the epidural space. Patient reported having a headache and was advised to go on bed rest and drink highly caffeinated drinks. Follow-up indicated that the patient's headache has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d1 - brand name should have been octrode lead kit, 60cm length rather than epidural needle, 14 gauge, 6" (15cm). Correction: section d2 - type of device - common device name should have been percutaneous lead rather than accessory. Correction: section d2 - device product code (FDA product code classification) should have been lgw rather than gzb. Correction: section d4 - additional device information -the UDI (B)(4) should have been (B)(4) rather than (B)(4). Correction: section d4 - additional device information - the model number should have been 3186 rather than 1116. Correction: section g3 - the PMA/510(k) # number should have been p010032 rather than k110609.